Event description:
Patient discharged with a rusch 28f nasal airway in her nasal passage. Airway was inserted by a anesthesiologist during a surgical procedure, but was not visible to staff in the pacu. Patient c/o throat pain and was medicated. Patient continued to c/o pain, was examined by the anesthesiologist and discharged home. Patient was seen and examined by an ent the following day and the airway was visualized and removed. Dates of use: 2008. Diagnosis or reason for use: maintain airway patency.